Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during an unspecified procedure the endoscopic image blinked. On the same day after the procedure, olympus local service checked the subject device at the user facility and found that there were no malfunctions on the subject device. There was no report of patient injury associated with this event.